Event description:
Analysis of the usb cable was completed on 05/20/2015. The cause for the reported allegation is associated with 2 disconnected wire connections in the returned serial cable. Once the wires were soldered onto the serial cable pcb, no further anomalies were identified.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that during initial implant surgery the company representative's programming tablet gave the error message "unable to open port". The tablet was powered off and then back on with no resolution. The usb cable was disconnected from the tablet and then reinserted 15 seconds later; however, this did not resolve the error message. It was reported that the connection between the tablet and cable was slightly loose. A backup programming system was obtained to complete the surgery. The company representative was provided a new usb cable and the faulty cable was received for analysis. Analysis is underway, but has not been completed to date.

Manufacturer narrative:
Suspect device UDI: (B)(4).